Manufacturer narrative:
The customer claimed the fork broke on their model aero x chair causing a fall that resulted in a chipped tooth. After reviewing pictures, it appears that the fork did not infact break but the stem fell out. The DHR indicates that the chair met specifications and conformed to all internal quality standards and acceptance activities. The tilite user's manuals state: "inspect wheel/fork assembly/stem bolt to ensure that stem bolt is secure (wheel/fork assembly should not have excessive play relative to the stem bolt but should rotate freely); if necessary, tighten stem bolt." Regular maintenance should be done on the critical parts of the frame. The forks and casters for this chair have been replaced under warranty. A follow up medwatch form 3500a will be submitted if any additional information is provided.

Event description:
A customer reported that the fork broke on their aero x model chair. Further investigation found that the fork did not break but the caster stem did disassembled from the fork assembly. As a result, the user fell and chipped their tooth.